Event description:
3x incident reports filed involved 3x different cellentia (2x 17h and 1x 21h) on the same patient. 1st incident) 17h cellentia dialyzer - blood leak detected x2, confirmed by chem strip. Same patient, 2 different dialysis machines; 2nd incident) 21h cellentia dialyzer - blood leak details: patient began dialysis (after 1 l. Prime and at blood pump @ 420 ml/min) with cellentia 17h (lot# 21c08c) on a fresenius 5008 machine with bloodline code# 3vm5008r (lot# c3ym131). One hour into therapy the machine stopped due to blood leak detector alarm. Staff noted pink in dialysate effluent and confirmed blood with roche cobra hb strips at a reading of 5 grams/l. Dialysis was stopped, circuit discarded and patient moved to a different machine with different 17h filter same lot# and dialysis restarted. Almost immediately a blood leak detector alarm occurred and verified with hb test strips. The dialysis was stopped and circuit discarded. Moved to a third 5008 machine and this time a 21h filter (thinking they had bad batch of 17h) and same result, blood leak detector alarm. There is a note in patient history of an infusion of 20 mg of alteplaste used the previous week to unblock patient fistula.